Event description:
Patient initially called to report that the sensors leave residue at the insertion site. The patient indicated that he discussed this with his medical doctor (md) about nine or twelve months prior to reporting residue issue. In regards to irritation and redness in the shape of the sensor patch at the insertion site. The redness at site is from the patient rubbing off the residue, the redness lasts for a couple of weeks and then it disappears.